Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was driveline sheath damage in a previously repaired area. The patient reinforced the previous repair using an elastic fishing line, as the original tape was detaching. Upon removal of all materials, multiple cracks were observed extending from the connector to nearly the midpoint of the driveline. No new cracks were identified beyond the previously repaired area. The patient also applied tape to a two centimeter section of the driveline approximately three centimeters from the exit site due to a superficial light scratch. Servicing was performed and the driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the ventricular assist device (vad) (B)(6) was not returned for evaluation as it remains implanted. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing issue. Review of (B)(6)¿s service history records indicated that the device was previously serviced and the repair actions were verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed damage to a previous sheath repair, new damage to the outer sheath, and evidence of a self-repair. The visual evidence also revealed damage to the strain relief. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the reported conditions. Based on the available information, the most likely root cause of the driveline repair damage and the observed strain relief damage may be attributed to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the new driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.